Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") and seizure ("seizures") in a 30-year-old female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted.". The patient's previously administered products included for an unreported indication: iud from 2002 to 2003. Past adverse reactions to the above products included contraception with iud. Concurrent conditions included overweight. Concomitant products included norethisterone (mini-pill) for mood swings and short tempered as well as alprazolam (xanax) since 2014 and fluoxetine hydrochloride (prozac) from 2010 to 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches / headaches"), mood swings ("hormonal changes describe: mood swings"), anger ("short temper"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines") and weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced seizure (seriousness criterion medically significant), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflex / gerd") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), adenomyosis ("adenomyosis"), back pain ("back pain") and vulvovaginal pain ("vagina pain"). The patient was treated with antidepressants, iron (iron complex), povidone-iodine (oralon) and surgery (on (B)(6) 2013, pelvic surgery to try alleviate the symptoms, hysterectomy, salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, abdominal pain lower, headache, dyspareunia, mood swings, anger, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, gastrooesophageal reflux disease, adenomyosis, alopecia, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, anger, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bledding / abnormal bleeding (general)") and seizure ("seizures") in a 30-year-old female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essuire confirmation test not conducted.". The patient's previously administered products included for an unreported indication: iud from 2002 to 2003. Past adverse reactions to the above products included contraception with iud. Concurrent conditions included overweight. Concomitant products included norethisterone (mini-pill) for mood swings and short tempered as well as alprazolam (xanax) since 2014 and fluoxetine hydrochloride (prozac) from 2010 to 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches / headaches"), mood swings ("hormonal changes describe: mood swings"), anger ("short temper"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines") and weight increased ("weight gain"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2010, the patient experienced seizure (seriousness criterion medically significant), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflex / gerd") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), adenomyosis ("adenomyosis"), back pain ("back pain") and vulvovaginal pain ("vagina pain"). The patient was treated with antidepressants, iron (iron complex), povidone-iodine (oralon) and surgery (on (B)(6) 2013, pelvic surgery to try alleviate the symptoms, hysterectomy, salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, abdominal pain lower, headache, dyspareunia, mood swings, anger, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, weight increased, gastrooesophageal reflux disease, adenomyosis, alopecia, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, anger, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: mood swings, short temper, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety, migraines, blood or heart disorder/condition type: anemia, nausea, dental problems, seizures, dysmenorrhea (cramping), vaginal discharge, weight gain, gastrointestinal or digestive system condition type: acid reflex, gerd, adenomyosis, hair loss. Concomitant disease, lot number, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2013, pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.